Event description:
It is reported that a unit of the insite suture anchor product was explanted after three years due to possible patient reaction. During explant surgery no indication of patient infection/reaction was demonstrated. Additional clinical information has been requested but it is no longer anticipated. Patient identity and current status, device lot number, implantation date, physician identity, facility identity has been requested but not provided. Returned device segments have been clinically processed and relevant (infection) evaluation cannot be performed. No evaluation can be provided. (B)(4).